Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. While the physician was positioning the watchman access system (was) in the appendage of the patient they caused a slight perforation of the laa. The patient was brought to have open heart surgery to fix the perforation. During surgery the perforation was treated and the laa of the patient was clipped. The patient did well following these events and has since been discharged from the hospital.

Manufacturer narrative:
It was reported that the physician caused a slight perforation of the laa during positioning of the was. As the physician perforated the laa, it was most likely that incorrect manipulation of the device occurred. So, it was considered likely the reported events occurred due to unintentional interaction and manipulation of the device. D3: manufacturer address 1, manufacturer city, manufacturer zip/postal code - updated g1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact city, MFR contact zip/postal code, MFR contact phone number, MFR contact email - updated h6: impact codes - updated to include surgical intervention based on the event. H6: evaluation conclusion codes - updated from known inherent risk of device to unintended use error caused or contributed to event

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. While the physician was positioning the watchman access system (was) in the appendage of the patient they caused a slight perforation of the laa. The patient was brought to have open heart surgery to fix the perforation. During surgery the perforation was treated and the laa of the patient was clipped. The patient did well following these events and has since been discharged from the hospital.